Event description:
It was reported that this patient had increased pain. No further details were provided. Additional information reported that along with the previously noted increased pain the patient experienced increased weakness and the event date was (B)(6) 2010. It was reported that other diagnostic results of ultrasound showed two blocked veins, no date of ultrasound was reported. Device interrogation showed no alarms indicating an adverse event. It was reported that other surgical treatment of an angiogram was done on (B)(6) 2010. The oral baclofen dose was increased on (B)(6) 2011. The device infusion rate was decreased on (B)(6) 2011 and again on (B)(6) 2011. On (B)(6) 2011, the clonidine was removed from the device system. The infusion rate was increased on (B)(6) 2013 and surgical repositioning of the catheter to t6 occurred on (B)(6) 2013. It was noted, the etiology of the event was ¿possibly related¿ to the intrathecal portion of the catheter, and not related to the implant procedure. Severity of the event was listed as ¿mild.¿ outcome was reported as resolved without sequelae (B)(6) 2013.

Manufacturer narrative:
Product ID:8709 lot# serial# (B)(4), implanted: 2007 (B)(6), product type catheter product ID: 8709 lot# serial# (B)(4), implanted: 2007 (B)(6), product type catheter. (B)(4).